Event description:
The device was connected to a patient diagnosed in ventricular fibrillation. Reportedly, the device prompted that the therapy cable was not connected to the patient and could not be used to administer defibrillation therapy as a result. When a backup unit arrived on scene the patient was diagnosed with an asystolic rhythm. The patient was not resuscitated. There was no report of adverse affect to the patient resulting from the use.